Event description:
It was reported that a patient presented to the emergency room with diabetic ketoacidosis and was admitted to the ICU. There was no reported impact to the customer¿s blood glucose level. Concerns were raised about a tandem t:slim x2 insulin pump not functioning, and attempts were being made to contact the customer to continue troubleshooting. Further information will be provided when it becomes available.